Event description:
It was reported that a patient with a 25 mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 6 months due to severe aortic regurgitation and moderate aortic stenosis. The tavr was successfully performed with a 26 mm 9755rsl valve.

Manufacturer narrative:
H10: additional manufacturer narrative: this device remains implanted in the patient as this is a valve-in-valve procedure. This device is not expected for return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.